Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported skin irritation due to the sensor. The customer has consulted with her doctor, and will follow recommendations. Nothing further was reported.